Event description:
Related manufacturer reference number: 2017865-2021-29939. It was reported that the patient presented for device exchange procedure. During the procedure, it was noted that the right atrial and right ventricular leads exhibited insulation abrasion. Additionally, the ventricular lead exhibited high and low pacing impedance. Both leads were capped and replaced during the same procedure on (B)(6) 2021. The patient was stable.